Manufacturer narrative:
E1: patient city: (B)(6). Patient country : netherlands.

Event description:
Reference number (B)(4). Event occurred in germany. On 02-july-2024, it was reported that the patient encountered infusion set needle was fractured upon insertion. The insertion site was at belly. The patient did not receive any medical treatment as a result of cannula fracturing while in the body. No further information available.